Event description:
Additional information received indicating that the event was repositioned to resolve the event. There were no known patient consequences.

Event description:
Additional information received indicating that the event was noted when the patient was in-clinic. Moreover, diagnostic imaging was conducted which confirmed that the right ventricular (rv) lead was located in the coronary sinus. It was believed that the involved rv lead was inadvertently implanted in the said location.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was oversensing in the right ventricular (rv) lead resulting in administration of inappropriate therapy to the patient. No intervention has been conducted at this time but lead revision is anticipated at the next in-clinic follow up. The patient was stable and will continue to be monitored.